Manufacturer narrative:
The account found the gear rack on the lift was broken. In the service manual for golvo 3en400404, under the section "instructions regarding the check points, 5b base opening & closing linkage," it is stated: inspect gear rack for worn teeth and cracks where stop nut contacts back surface. Inspect friction plates. Replace if worn or damaged. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician at the account replaced the gear rack set to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the gear rack was broken. The lift was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).